Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(4) 2021, patient underwent an unknown surgical procedure for unknown reason. During surgery, both screw guide sleeves and buttress compression nuts were damaged and would not attach to the insertion handle. This made it difficult for the surgeon to insert the wire. The procedure was completed successfully with a surgical delay. There was no patient consequence. Concomitant device reported: unknown insertion handle (part# unknown; lot# unknown; quantity: 1). Unknown guide wire (part# unknown; lot# unknown; quantity: 1). This complaint involves four (4) devices. This report is for one (1) blade/screw guide sleeve. This report is 3 of 4 for (B)(4).